Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Stent damage was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or/and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. Additionally, the IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the distal left anterior descending artery with heavy tortuosity and heavy calcification, pre-dilatation was performed. A 2.25x18 rx xience v stent delivery system (sds) was advanced but could not cross the lesion. The sds was withdrawn from the patient anatomy and additional dilatation was performed with an unspecified 1.5x15 unspecified balloon catheter. The 2.25x18 rx xience v sds was re-inserted and advanced and several unsuccessful attempts to cross the lesion were made. Force was applied during the unsuccessful attempts to cross the lesion and the sds was withdrawn from the patient anatomy with resistance. Reportedly, the distal end of the stent strut was damaged; flared strut less than 90 degrees. A new same size xience v sds was advanced and implanted. The procedure was successfully completed and the patient's final outcome was satisfactory. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.